Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The orbit rdfl complex fill coil (638cf0510/ 15218214) stretched during insertion into the target aneurysm. After the event was the entire coil and delivery systems was removed from the patient without any issues, and the same unknown microcatheter was utilized to complete the procedure. An adequate continuous flush was maintained through the (mc) unknown microcatheter at all times, and no damages were noticed after it was reshaped. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system.

Manufacturer narrative:
The coil was stretched during inserting into the target aneurysm. The entire coil/delivery system was removed from the patient without any issues without any issues. The same unknown microcatheter was used to complete the procedure. An adequate continuous flush was maintained through the unknown microcatheter at all times. It is not known of the microcatheter was re-shaped, if there was any resistance during delivery of the coil, or if the microcatheter was repositioned while the coil was deployed out of the distal end. There is no information available regarding the aneurysm size or vessel/aneurysm characteristics. It was reported that other than the stretched coil, there were no other damages on the device. The device was received without the coil and the delivery tube (hypotube) was separated. No further information regarding these findings has been provided in response to investigational efforts. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented several kinks on it and a separation. The introducer was received zipped without damaged. The gripper presented a damaged. The embolic coil was not received for analysis. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The gripper was inspected under microscope with wavy appearing damage was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil could not be confirmed/evaluated since the coil was not returned for analysis. The causes of the other damages could not be determined; however, it appears that it is possible that the delivery tube kinked prior to the separation. The missing coil and delivery tube separation would have been readily evident to the user and it was reported that other than the stretched coil, there were no other damages to the device. Therefore, it is concluded that these damages occurred post procedural use. The device did not present any obvious indication of manufacturing defect or anomaly contributing to the reported event. With the lack of clinical/procedural information, no conclusion can be made regarding possible factors contributing to the reported event. Neither the analysis nor the DHR suggest a relationship to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented several kinks on it and a separation. The introducer was received zipped without damaged. The gripper presented a damaged. The embolic coil was not received for analysis. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The gripper was inspected under microscope and the damaged was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" could not be evaluated since the embolic coil was not return for analysis. The cause of the damages could not be determinate; however it is possible that a kink occurred prior to the separation condition. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days upon receipt.